Event description:
It was reported the patient underwent revision surgery (date not reported).

Manufacturer narrative:
It was reported the patient underwent revision surgery (date not reported). This report is submitted on 22 september 2020.

Event description:
Per the clinic, the patient experienced swelling at the implant site. It was reported the patient has undergone drainage of the fluid with an IV on multiple occasions. The implanted device remains.

Manufacturer narrative:
The device was explanted on (B)(6) 2020. There are plans to re-implant the patient in a couple of months. The device was explanted on (B)(6) 2020. There are plans to re-implant the patient in a couple of months. This report is submitted on january 5, 2021

Event description:
The device was explanted on (B)(6) 2020. There are plans to re-implant the patient in a couple of months.